Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The photo shows the partial view of the drainage catheter in which distal end of the catheter noted to be pigtailed. Other photos show the partial view of the drainage catheter kept inside the product package. The distal end of the catheter noted to be pigtailed. The thread was not noted. Label was noted in the product package in which product details were mentioned and verified with tw. Therefore, due to the absence of supportive evidence, the investigation is inconclusive for the reported sure-lok thread break and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure using navarre opti drain. Post the procedure, the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, sometimes post ultrasound guided cyst percutaneous drainage catheter placement procedure, the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.